Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient (B)(6). Additional product code: hwc. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was conducted. The report indicates that: DHR review for: part#02.127.231 lot#l059998, manufacturing location: (B)(4), manufacturing date: 14.jul.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery occurred on (B)(6) 2016 due to backing out of screws and the proximal locking screws would not engage. The patient had bilateral proximal tibia and femur fractures treated on (B)(6) 2016. Patient also had a previous left unknown tibial nail implanted on an unknown date. On (B)(6) 2016 the exfixes were removed and patient had bilateral open reduction internal fixation (orif) of the proximal tibias and retrograde left femur. The patient returned to surgery on (B)(6) 2016 for irrigation and debridement of the left tibia with removal of hardware. Clinical findings included infection and inflammation and an antibiotic cement spacer was placed. The surgery was successfully completed with no delays and no harm to the patient. This complaint involves three (3) devices. Concomitant device reported: tibial nail (quantity 1), external fixators. This report is 3 of 3 for (B)(4).